Manufacturer narrative:
Pump received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Pump monitored for several days with no blank display anomaly noted. Pump received with normal operating currents. No damage found on lcd isolation tape noted. Pump received with battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen is not responsive and happened after a bolus attempt. Customer indicated that pump may have gotten wet from sweat due to high heat. Customer's blood glucose was 185 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.